Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severly calcified vessel. A 3mmx20mmx144cm coyote es balloon catheter was advanced but failed to cross the lesion. When the device was first inflated the balloon ruptured. The procedure was completed with a a non bsc device. No patient complications were reported.